Event description:
A baby, born at 28 weeks gestation, was admitted with a diagnosis of respiratory distress and pneumonia. At the time of the event, discharge was planned for the next day. At approximately 1720 hrs the baby was observed in crib. IV tubing was wrapped 3 times around neck. Baby was immediately given CPR, resuscitated and transferred to picu. Baby subsequently died 2 days later.